Event description:
A nurse from hosp wanted to know how to place the pump in suspend. It was stated that the customer just arrived to the hosp with high bgs and was taken to the ICU. The nurse also indicated that spouse went home with the pump. Co could not verify further info.